Manufacturer narrative:
B3: approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that the device presented inflation and deflation issues, the pump does not seem to have the strength to the penis completely, after several pumping it no longer adds any value, it often collapses, taking a long time to return to its original shape. The patient also stated that once the device is deflated, it retains a lot of serum in it, which causes some discomfort, the glans has shriveled and clearly lost sensitivity. The ipp is currently implanted. There were no additional patient complications.